Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp1832 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported, "the patient was hospitalized for more than 6 months due to a neck mass, and was diagnosed by pathological examination as: undifferentiated non-keratinizing carcinoma of the nasopharyngeal t2n3m0 stage iva. He was transferred to our department on (B)(6) 2020 for continued treatment. 2020-07-07 on the right side, you need an intravenous catheter. On (B)(6) 2020 there is a strip of skin redness, heat, pain, and local induration along the direction of the blood vessel above the puncture point. Apply externally and change the dressing daily."